Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the patient moved, which caused the enroute arterial sheath to dislodge. A dissection occurred. The dissection was covered with an unplanned additional stent. The procedure was completed with no health consequences or impact to the patient. No further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.